Manufacturer narrative:
This device does not have an expiration date. (B)(6). Investigation conclusion: these are known common side effects of abilify. Warning and precautions. On pages 8 and 12, if you look at p8, for oral dosing it still causes a rash which has no involvement of needle / syringe, further supporting the drug is the cause and not a syringe. Facial edema, eye swelling, rash could all be part of what is captured under the category of an anaphylactic reaction. Further (B)(6) search shows the following: injection site reactions of abilify maintena: in the open-label, stabilization phase of a study with abilify maintena in patients with schizophrenia, the percent of patients reporting any injection site-related adverse reaction was 6.3% for abilify maintena - treated patients. The mean intensity of injection pain reported by subjects using a visual analog scale (0=no pain to 100=unbearably painful) was minimal and improved in subjects receiving abilify maintena from the first to the last injection in the open-label, stabilization phase (6.1 to 4.9). Investigator evaluation of the injection site for pain, swelling, redness and induration following injections of abilify maintena in the open-label, stabilization phase were rated as absent for 74%-96% of subjects following the first injection and 77%-96% of subjects following the last injection. (B)(6) abilify maintena is sold in kits. Each kit contains product from several other manufactures, (B)(4). It was noted in conversations with (B)(6) that at no time were any individual components or the product in general directly implicated in the patient¿s death. It is highly unlikely that the device in question lead to the patient¿s unfortunate death. (B)(6) is alerting these manufacturers out of an abundance of caution to ensure that the complaints are being handled with due diligence. Therefore, (B)(6) has alerted those manufactures listed above to comply with their own policies and procedures. DHR review for lots implicated show no issues were raised (i.e. Qn/ncmrs). The quality notification review indicates no quality notifications generated for the batch number involved in these complaints. All release criteria were met, including sterility records. Further to add, we again are convinced that the most likely cause is the drug in question and not the bd device used. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above a situation analysis has been opened to address this concern. A sample is not available for evaluation.

Event description:
The follow is the exact verbatim provided for this incident. (B)(4) - patient death reported. Patient's sister states: the patient ((B)(6) male) passed away on (B)(6) 2015. The patient vomited a couple of times the day prior to his death. The patient's caregiver went to checked on him and found him unresponsive on his bedroom floor. Emergency services were called and CPR resuscitation efforts were started shortly before midnight. Emergency services was unable to resuscitate patient and he was pronounced dead around 2:30am. No further detailed information was reported regarding this is event. Note: abilify maintena dual chamber syringe or none of its components were directly implicated in this complaint issue. However, it is out of an abundance of caution and due diligence that all possibly related lots are being investigated fully."

Manufacturer narrative:
Additional information was added to the following: medical device expiration date: 4/30/2018.